Manufacturer narrative:
The reported event was not confirmed, as the product was not available for testing. Based on a review of previous complaints, it is possible that the device became stuck due to deformation caused by prying, however, this was not confirmed. Updated fields: b1, b5.

Event description:
While cutting the bone flap during a craniotomy at the user facility, the footed attachment caught on either bone or dura, preventing the router from contacting the bone to continue the cut. At some point during this, the dura was torn. The procedure was completed successfully with a backup device.

Event description:
During a craniotomy at the user facility, the device would not engage the bone, and the dura was torn. Another device was used to successfully complete the procedure, and there were no adverse consequences.